Event description:
In 2001, pulmonary embolism occurred, pt went to ER because of shortness of breath. Pt was put in hospital with blood clot in left lung and several in left leg. Also discovered one in right atrium of heart. After a vq scan and cat scan, it was discovered 2 pieces of filter had migrated to heart. The filter had been put in vena cava in 1995 and had somehow broken up in the vena cava. The pt had open heart surgery to remove pieces from the heart. Also, pt will have to be on lovenox blood thinners for a prolonged time or until death. The reporter did not know the model number of the filter or any other info.